Event description:
It was reported that patient presented remotely via merlin.net. Upon review, it was noted that the confirm loop recorder disconnected from the home monitor. The device was unable to be interrogated in clinic. No intervention was performed. The patient was in stable condition.

Event description:
New information shows that the device was able to be interrogated with the programmer on 25 jan 2022 after using a magnet.